Event description:
--

Manufacturer narrative:
Subsequent information was received; the device was explanted and replaced with a non-boston scientific device. The explanted device was discarded at the medical facility and thus not returned for a post market longevity assessment. If additional information is received at a later date, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) came to the clinic for a follow-up after hearing beeping tones from the device. Interrogation showed that this device had reached elective replacement indicator (eri). Boston scientific technical services (ts) was consulted to review device information and they determined that the device reached eri due to charge time. An allegation of premature battery depletion was made. A replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is expected with regard to this issue. This device is expected to be returned to boston scientific for analysis after it is replaced. This investigation will be updated should additional information become available, or upon completion of analysis.